Manufacturer narrative:
Correction - h6 (results code and conclusion codes). The reported event could be confirmed since images of CT scans were provided and shows signs of lateral gutter impingement. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the CT-scan shows some anterior radiolucency, however, no clear signs of loosening. There are signs of lateral gutter impingement. There¿s extensive periosteal bone reaction, this may indicate surgical periosteal elevation during surgery and/or low-grade infection. Without further clinical information, the clinical relevance of the CT findings cannot be assessed.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text: device remains implanted in patient.